Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found fractured. The patient underwent surgical intervention to remove the lead. During the intervention the lead suffered insulation damage due to the laser lead extraction procedure. A new lead was implanted. No additional adverse patient effects were reported.